Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment. Poor alignment of the adjustment tool with the axis of the screw can cause additional forces to act on the pongs resulting in fracture. The device has been in the field for over 6 years. Consistent use of the device over time may lead to breakage of the instrument. A plausible root cause is user error and/or device age and the age of the device may have also contributed to the fracture.

Event description:
It was reported that; adjusting a screw and the tip broke off.

Event description:
It was reported that; adjusting a screw and the tip broke off.